Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces and also received with missing end cap sticker. The insulin pump had no vibration anomaly during testing noted during testing. No moisture damage on electronics. No scrolling screens noted during testing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 61 mg/dl. The customer treated the low blood glucose with fruit. Troubleshooting was not able to resolve the issue. The device was returned for analysis.